Event description:
Reference number (B)(4) event occurred in the australia it was reported that the patient faced issue with infusion set on (B)(6) -2026. Infusion set tape not sticking on the same day. No further information is available.